Event description:
It was reported that three and a half years following transcatheter aortic valve replacement (tavr) the dialysis patient presented with severe stenosis of the percutaneous heart valve. The patient was initially treated with a transapical implantation of an edwards sapien 26mm balloon expandable valve. The patient remained asymptomatic for 3 years when he presented with increasing shortness of breath and significant calcification of the valve prosthesis on transesophageal echocardiography. Per report, the peak mean gradient of the sapien valve was 45mmhg. The sapien leaflets were calcified. Consequently, another percutaneous heart valve was implanted within the sapien valve using a non-edwards 26mm prosthesis. The prosthesis was implanted without prior valvuloplasty. Pacing with a frequency of 140 beats per minute was applied during placement of the valve prosthesis. Positioning was done with great care using only fluoroscopic guidance with the aim to have the ventricular strut end of the non-edwards prosthesis 5mm higher than the ventricular strut end of the edwards sapien prosthesis. After placement of the non-edwards prosthesis within the edwards sapien valve, additional valvuloplasty with rapid pacing was performed in order to further expand the non-edwards prosthesis. The final result was associated with a remaining mean gradient of 5 mmhg and no aortic regurgitation.

Manufacturer narrative:
The device is not available for return as it remains implanted in the patient. Per the instructions for use (IFU), valve stenosis a potential risk associated with aortic valve replacement and bioprosthetic heart valves. Valve stenosis may result in symptoms such as sob and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. However, many factors can contribute to the onset and propagation of calcification, including patient related (e.g. Patient age, disease state, immune status, and other comorbidities), pharmacological, and intrinsic properties of the valve itself. Patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the root cause of the valve calcification cannot be confirmed; however, the patient has chronic renal disease requiring dialysis and a history of severe aortic stenosis of the native valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.